Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive connections were evaluated and reseated. The patient database was also rebuilt as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related tot his event.